Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. In the absence of the device returned for analysis, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The other three perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in a very narrow, calcified right common femoral artery was attempted with proglide devices, using a preclose technique, with a 14fr sheath prior to an abdominal aortic endoprosthesis (aae) procedure. Reportedly, the patient's blood was very coagulated and two proglide failed when the proglide marker lumen became obstructed. Heparin was administered and two other proglide devices were preplaced. The aae procedure was completed and the vessel was attempted to be closed; however, hemostasis was not achieved with the sutures of two preplaced proglide devices. The patient was sent to surgery where it was discovered the proglide knots were not in the artery. Hemostasis was achieved with surgical intervention. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.